Event description:
It was reported that the thread tip is broken off. During a matrix surgery we discovered breakage of the polyaxial holding sleeve when the scrub nurse tried to pick up a polyaxial screw using the instrument. Some threads of the instrument have broken off. We do not know when this might have happened. In their matrix deformity set they have two holding sleeves. We could not find the bit that has broken off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained retaining sleeve shows that at a part of the thread has indeed broken off. We are not able to determine the exact cause of this occurrence. At this point we can only assume that a short mechanical overload or an incorrect handling caused this damage. Because of several complaints, with similar occurrence, improvement measures have already been initiated and the specification of the retaining sleeve has been redefined and the enhanced design is already available. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The exact cause of the damage unfortunately cannot be determined and without additional information the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.